Event description:
It was reported that a pump malfunction occurred. There was no adverse impact to the customer¿s blood glucose level. Although technical support initially faced issues providing assistance, the customer completed the pump reset independently, and the malfunction did not reoccur, allowing insulin to resume successfully.